Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Lv lead had pulled back and was not capturing. Lead revision was attempted, but the physician was unable to find a vessel that the lead would stay. The decision was made to explant the lead and send patient for epicardial lv lead placement at a later date.